Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx vascular stents products that are cleared in the us. The pro code and 510 k number for the e-luminexx vascular stents products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was provided for evaluation and the device was activated with the trigger, and the stent was completely deployed and returned as part of the sample while the slider was displaced all the way proximally. The conversion tab was still securing the proximal luer on the handle which has been detached from the duo tube; the delivery system was still attached to handle. The safety clip was broken, and half of it was found inside grip. The condition of the sample was compromised such that it was impossible to evaluate for the reported failure, and the stent was found fully deployed which leads to inconclusive evaluation results. Based on provided information and as the condition of the returned sample was compromised, the investigation was closed with inconclusive results for partial deployment. A definite root cause of the reported incident can not be identified. Labeling review: in reviewing the relevant labeling it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding general warning, the IFU states "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". Regarding accessories, the IFU states "the bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter, or a minimum 6f introducer sheath. Via the femoral route, insert a 0.035 inch (0.89 mm) guidewire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". The packaging pictograms indicate an introducer size of 6f and a 0.035" guide wire. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the stent placement procedure in the iliac stenosis via femoral access, the stent was allegedly partially deployed after the distal part of the stent got stuck. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during the stent placement procedure in the iliac stenosis via femoral access, the stent was allegedly partially deployed after the distal part of the stent got stuck. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx vascular stents products that are cleared in the us. The pro code and 510 k number for the e-luminexx vascular stents products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.